Event description:
The pt experienced a fluttering sensation at the implantable neurostimulator location during a magnetic resonance imaging. The pt status was reported as "fair". The stimulator was still working. A f/u report will be submitted if add'l info becomes available.